Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead lobe sleeve tore at the proximal end. The lead was attempted and not used. Another lead was used. There was high threshold, phrenic stimulation and unstable position on the second lead. The lead second lead was attempted not used. The lv placement was abandoned and lv port plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.